Manufacturer narrative:
(B)(4). Medical devices: vessel closure: starclose, embolic protection: emboshield nav6. The device was not returned for evaluation. The reported patient effect of stroke is listed in the xact instructions for use as known potential adverse effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the left internal carotid artery. An emboshield nav6 was used for protection and a 9tx40x136 cm xact stent was deployed successfully in the lesion. The procedure went as planned without any complications or any noted device issues; however, post-procedure, when talking with the patient, it was observed that he had difficulty talking and a hard time moving his right arm. The patient was sent to a different hospital and a computed tomography (CT) scan was performed which did not reveal anything out of the ordinary. An angiogram was performed which revealed a distal m2 infarct. It cannot be determined at what point during the procedure the infarct took place. No treatment was performed and as of (B)(6) 2017, the patient is reported to be doing well and recovering in hospital. No additional information was provided.